Event description:
It was reported that customer experienced a cgm error message while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset procedure, and successfully restarted sensor session without error recurrence.